Event description:
It was reported that pre-op, the nim vital was unable or intermittently not connecting to the interface using wireless mode. There was no patient involved.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: nim4cpb1, serial/lot #: (B)(6), UDI#: (B)(4). Product ID: nim4cpb1, serial/lot #: (B)(6), UDI#: (B)(4). H3: product analysis of the nim console found that reported fault could not be confirmed. Device successfully established wireless connection with patient interface. Received at the depot running on software v1.7.5. Product analysis of the patient interface (sn: (B)(6)) found that reported fault could not be confirmed. The patient interface successfully established wireless connection with console. Stim 1 output test failed. Stim 1 delivery current intermittently. Charging contacts found to have residue. Device received at the depot running on software v1.7.5. Product analysis of the patient interface (sn: (B)(6)) found that reported fault could not be confirmed. The patient interface suc cessfully established wireless connection with console. Received at the depot running on software v1.7.5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H6: previously applied code fdc d16 is no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.